Manufacturer narrative:
It was reported from the clinical study site that the patient woke up on (B)(6) 2016 with palpitations/"racing heart"; map 59; weight is up 4 pounds; no shortness of breath and no other symptoms of heart failure noted; informed to come in for stat labs and internal cardiac defibrillator (ICD) interrogation; patient also stated he received a shock from his device a week ago. In clinic was found to be in monomorphic ventricular tachycardia (vt) and was transferred to emergency room (ER) where he was cardioverted with 200 joules x 1 and converted to normal sinus rhythm. Dobutrex decreased to 2.5 mcg/kg/min due to vt. The patient was started on isosorbide and mexiletine. Echo was done on 1-15-16 showed ef < 20% with diffuse severe hypokinesis, lvd, severe right ventricle (rv) dilatation and dysfunction, mild trace regurgitation (tr), no mitral regurgitation (mr), atrial valve (av) does not open, ICD lead in right ventricle (rv), inferior vena cava (ivc) dilated and nonresponsive, suggestive of volume overload. Issue was resolved on (B)(6) 2016. No additional information available. Ventricular tachycardia was managed with medications and suggestive of the underlying of the disease process of heart failure. Low ejection fraction (ef), sever hypokineses, severe right ventricle (rv) dilation and dysfunction. Atrial valve does not open and dilation and non-responsiveness of the inferior vena cava (ivc) and suggestive of volume overload. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hepatic dysfunction is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was in the hospital admitted for ventricular tachycardia. Labs on day of admission showed hepatic dysfunction. It was stated that gastrointestinal (gi) doctor was consulted and it documented that there were no complain of any abdominal pain and it was suspected that issue was due to ischemia or medications. No treatment was given at that time. Gi states that likely cause of event is from congestion from heart failure and/or related to amiodarone. It was stated that the patient was discharged on (B)(6) 2016 and liver enzyme test (lfts) would be followed as outpatient. It was stated that issue was resolved on (B)(6) 2016. No additional information available.